Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The soft cannula was seated in the pink slide insert and properly anchored by the catch beam. The device was found to function properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 423 mg/dl while wearing the pod longer than 48 hours on the hip/buttocks. The cannula had not deployed as intended. Treatment included removing the pod, a bolus of 2.5 units was delivered via syringe, and a 2.5 unit bolus was delivered via the new pod that was activated right after. The patient's blood glucose and insulin history is as follows: (B)(6).